Manufacturer narrative:
Examination of the returned device confirms the reported event. The returned device was forwarded to the supplier for evaluation (report attached). A review of the device history records confirmed the device was manufactured out of the correct materials and to print specifications. Based on the determination of possible debris as the root cause, no further corrective action is being pursued at this time. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Canal finder would not engage excel t-handle.